Event description:
It was reported that patient underwent a right total knee arthroplasty. A few days following the surgery, while the patient was still in the hospital, they mis-stepped and tore multiple ligaments. Patient was revised a week post-implantation due to ligament and soft tissue damage.

Manufacturer narrative:
(B)(4). D10 medical devices: persona femur trabecular metal (cr) standard porous; catalog#: 42502806002; lot#: 63851541; persona articular surface medial congruent (mc) right 11 mm; catalog#: 42522100411; lot#: 65156319; persona tibia cemented 5 degree stemmed right size d; catalog#: 42532006702; lot#: 65801963. G3 foreign source: australia. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.